Event description:
It was reported that during an unknown surgery, noted the device was broken. Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch # c9d742. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b5lt device was returned with the obturator cannula inserted through the sleeve. Upon visual evaluation, the sleeve and the obturator were found damaged. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the sleeve and the obturator, may be excessive external load placed on the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.